Event description:
It was reported that the patient experienced syncope and arrhythmia due to loss of pacing on the device. X-ray imaging and provocative testing were performed and no anomalies were observed. Abbott technical support was contacted and possible premature battery depletion was suspected. The patient was hospitalized and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The implant date is estimated to have occurred in (B)(6) 2020. Further information was requested but not received.

Manufacturer narrative:
The reported event of inability to pace and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range, with signs of rapid depletion. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, enduritylaser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.